Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. The device was not returned for analysis as it was discarded by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patients paddle lead migrated from the second cervical vertebral level to the top of the first thoracic vertebral level and was partially outside of the epidural space. Because of this, stimulation was unable to be adjusted. Therefore, the patient underwent a revision procedure during which the paddle lead was explanted and replaced with a new lead. The new lead was implanted in the same location as the previous leads original position in the cervical area. There were no reported patient complications postoperatively. The explanted paddle lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date.

Event description:
It was reported that the spinal cord stimulation (scs) patients paddle lead migrated from the second cervical vertebral level to the top of the first thoracic vertebral level and was partially outside of the epidural space. Because of this, stimulation was unable to be adjusted. Therefore, the patient underwent a revision procedure during which the paddle lead was explanted and replaced with a new lead. The new lead was implanted in the same location as the previous leads original position in the cervical area. There were no reported patient complications postoperatively. The explanted paddle lead will not be returned as it was discarded by the medical facility.